Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/getting essure removed') and device dislocation ('x ray shows migrated coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6)2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder ("I am batting not one but two autoimmune diseases"), dyspnoea ("I had this short breathing for a few days"), paraesthesia ("head tingles/ electro zap/brain tingling/tingling in my body"), burning sensation ("head burns"), neck pain ("neck pain"), musculoskeletal stiffness ("neck is forever stiff"), tooth disorder ("dental issues too"), rash ("rashes"), depression ("depression"), noninfective encephalitis ("I developed inflammation in my brain"), typical aura without headache ("silent migraine"), seizure ("tingling in my body"), ovarian cyst ("developed a cyst in my right ovary"), feeling abnormal ("brain fog was horrible"), skin disorder ("crazy skin issues"), headache ("headaches/brain tingling"), scar ("scars"), acne ("acne on my face"), teeth brittle ("brittle teeth") and adenomyosis ("adenomyosis") and was found to have blood urine present ("blood always in the urine"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2014. At the time of the report, the device breakage, device dislocation, autoimmune disorder, dyspnoea, burning sensation, neck pain, musculoskeletal stiffness, tooth disorder, noninfective encephalitis, typical aura without headache, seizure, ovarian cyst, feeling abnormal, skin disorder, headache, scar, acne, teeth brittle, adenomyosis and blood urine present outcome was unknown, the paraesthesia had not resolved and the rash and depression had resolved. The reporter considered acne, adenomyosis, autoimmune disorder, blood urine present, burning sensation, depression, device breakage, device dislocation, dyspnoea, feeling abnormal, headache, musculoskeletal stiffness, neck pain, noninfective encephalitis, ovarian cyst, paraesthesia, rash, scar, seizure, skin disorder, teeth brittle, tooth disorder and typical aura without headache to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 7,8,9,10,11,12,13,14,15,16 processed together. Social media received: previously reported ¿medical device removal¿ replaced with new event. New events were added: device breakage/getting essure removed, x ray shows migrated coils, I developed inflammation in my brain, silent migraine, tingling in my body, developed a cyst in my right ovary, brain fog was horrible, crazy skin issues, headaches/brain tingling, scars, acne, brittle teeth, adenomyosis, blood always in the urine and reporter information were updated. On (B)(6)2020: fu 7,8,9,10,11,12,13,14,15,16 processed together. On (B)(6)2020: fu 7,8,9,10,11,12,13,14,15,16 processed together. On (B)(6)2020: fu 7,8,9,10,11,12,13,14,15,16 processed together. On (B)(6)2020: fu 7,8,9,10,11,12,13,14,15,16 processed together. On (B)(6)2020: fu 7,8,9,10,11,12,13,14,15,16 processed together. On (B)(6)2020: fu 7,8,9,10,11,12,13,14,15,16 processed together. On (B)(6)2020: fu 7,8,9,10,11,12,13,14,15,16 processed together. On (B)(6)2020: fu 7,8,9,10,11,12,13,14,15,16 processed together. On (B)(6)2020: fu 7,8,9,10,11,12,13,14,15,16 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('getting essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder ("I am batteing not one but two autoimmune diseases"), dyspnoea ("I had this short breathing for a few days"), paraesthesia ("head tingles/ electro zap"), burning sensation ("head burns"), neck pain ("neck pain") and musculoskeletal stiffness ("neck is forever stiff"). The patient was treated with surgery (essure removed). At the time of the report, the medical device removal, autoimmune disorder, dyspnoea, paraesthesia, burning sensation, neck pain and musculoskeletal stiffness outcome was unknown. The reporter considered autoimmune disorder, burning sensation, dyspnoea, medical device removal, musculoskeletal stiffness, neck pain and paraesthesia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: social media received. Event: getting essure removed, head burn, neck is forever stiff, neck pain , electro zap were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/getting essure removed') and device dislocation ('x ray shows migrated coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder ("I am batteing not one but two autoimmune diseases"), dyspnoea ("I had this short breathing for a few days"), paraesthesia ("head tingles/ electro zap/brain tingling/tingling in my body"), burning sensation ("head burns"), neck pain ("neck pain"), musculoskeletal stiffness ("neck is forever stiff"), tooth disorder ("dental issues too"), rash ("rashes"), depression ("depression"), noninfective encephalitis ("I developed inflammation in my brain"), typical aura without headache ("silent migraine"), ovarian cyst ("developed a cyst in my right ovary"), feeling abnormal ("brain fog was horrible"), skin disorder ("crazy skin issues"), headache ("headaches/brain tingling"), scar ("scars"), acne ("acne on my face"), teeth brittle ("brittle teeth") and adenomyosis ("adenomyosis") and was found to have blood urine present ("blood always in the urine"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, autoimmune disorder, dyspnoea, burning sensation, neck pain, musculoskeletal stiffness, tooth disorder, noninfective encephalitis, typical aura without headache, ovarian cyst, feeling abnormal, skin disorder, headache, scar, acne, teeth brittle, adenomyosis and blood urine present outcome was unknown, the paraesthesia had not resolved and the rash and depression had resolved. The reporter considered acne, adenomyosis, autoimmune disorder, blood urine present, burning sensation, depression, device breakage, device dislocation, dyspnoea, feeling abnormal, headache, musculoskeletal stiffness, neck pain, noninfective encephalitis, ovarian cyst, paraesthesia, rash, scar, skin disorder, teeth brittle, tooth disorder and typical aura without headache to be related to essure. The reporter commented: discrepancy noted in removal date: (B)(6) 2015 quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant coding correction was done. Previously reported event seizures was deleted. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('getting essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder ("I am batteing not one but two autoimmune diseases"), dyspnoea ("I had this short breathing for a few days"), paraesthesia ("head tingles/ electro zap/brain tingling"), burning sensation ("head burns"), neck pain ("neck pain"), musculoskeletal stiffness ("neck is forever stiff"), tooth disorder ("dental issues too"), rash ("rashes") and depression ("depression"). The patient was treated with surgery (removal of essure coils and tube only). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder, dyspnoea, burning sensation, neck pain, musculoskeletal stiffness and tooth disorder outcome was unknown, the paraesthesia had not resolved and the rash and depression had resolved. The reporter considered autoimmune disorder, burning sensation, depression, dyspnoea, medical device removal, musculoskeletal stiffness, neck pain, paraesthesia, rash and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: event was added- dental issue, rashes, depression. Event was clubbed- head tingling/brain tingling. Surgery information and reporter information added, on 20-mar-2020: content from plaintiff fact sheet:: follow up 4,5 and 6 process together. On 20-mar-2020: content from plaintiff fact sheet:: follow up 4,5 and 6 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/getting essure removed, broken pieces of metal left in body, metal got into the uterus') and device expulsion ('x ray shows migrated coils/got into my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder ("I am batteing not one but two autoimmune diseases"), dyspnoea ("I had this short breathing for a few days"), paraesthesia ("head tingles/ electro zap/brain tingling/tingling in my body"), burning sensation ("head burns"), neck pain ("neck pain"), musculoskeletal stiffness ("neck is forever stiff"), tooth disorder ("dental issues too"), rash ("rashes"), depression ("depression"), noninfective encephalitis ("I developed inflammation in my brain"), typical aura without headache ("silent migraine"), ovarian cyst ("developed a cyst in my right ovary"), feeling abnormal ("brain fog was horrible"), skin disorder ("crazy skin issues"), headache ("headaches/brain tingling"), scar ("scars"), acne ("acne on my face"), teeth brittle ("brittle teeth"), adenomyosis ("adenomyosis") and polymenorrhoea ("every two weeks") and was found to have blood urine present ("blood always in the urine"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device expulsion, autoimmune disorder, dyspnoea, burning sensation, neck pain, musculoskeletal stiffness, tooth disorder, noninfective encephalitis, typical aura without headache, ovarian cyst, feeling abnormal, skin disorder, headache, scar, acne, teeth brittle, adenomyosis, blood urine present and polymenorrhoea outcome was unknown, the paraesthesia had not resolved and the rash and depression had resolved. The reporter considered acne, adenomyosis, autoimmune disorder, blood urine present, burning sensation, depression, device breakage, device expulsion, dyspnoea, feeling abnormal, headache, musculoskeletal stiffness, neck pain, noninfective encephalitis, ovarian cyst, paraesthesia, polymenorrhoea, rash, scar, skin disorder, teeth brittle, tooth disorder and typical aura without headache to be related to essure. The reporter commented: discrepancy noted in removal date: (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/getting essure removed, broken pieces of metal left in body, metal got into the uterus') and device expulsion ('x ray shows migrated coils/got into my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder ("I am batteing not one but two autoimmune diseases"), dyspnoea ("I had this short breathing for a few days"), paraesthesia ("head tingles/ electro zap/brain tingling/tingling in my body"), burning sensation ("head burns"), neck pain ("neck pain"), musculoskeletal stiffness ("neck is forever stiff"), tooth disorder ("dental issues too"), rash ("rashes"), depression ("depression"), noninfective encephalitis ("I developed inflammation in my brain"), typical aura without headache ("silent migraine"), ovarian cyst ("developed a cyst in my right ovary"), feeling abnormal ("brain fog was horrible"), skin disorder ("crazy skin issues"), headache ("headaches/brain tingling"), scar ("scars"), acne ("acne on my face"), teeth brittle ("brittle teeth"), adenomyosis ("adenomyosis") and polymenorrhoea ("every two weeks") and was found to have blood urine present ("blood always in the urine"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device expulsion, autoimmune disorder, dyspnoea, burning sensation, neck pain, musculoskeletal stiffness, tooth disorder, noninfective encephalitis, typical aura without headache, ovarian cyst, feeling abnormal, skin disorder, headache, scar, acne, teeth brittle, adenomyosis, blood urine present and polymenorrhoea outcome was unknown, the paraesthesia had not resolved and the rash and depression had resolved. The reporter considered acne, adenomyosis, autoimmune disorder, blood urine present, burning sensation, depression, device breakage, device expulsion, dyspnoea, feeling abnormal, headache, musculoskeletal stiffness, neck pain, noninfective encephalitis, ovarian cyst, paraesthesia, polymenorrhoea, rash, scar, skin disorder, teeth brittle, tooth disorder and typical aura without headache to be related to essure. The reporter commented: discrepancy noted in removal date: (B)(6) 2015 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter information were added. New event polymenorrhoea" were added. Follow up 19,20 and 21 processed together. On 23-mar-2020: social media received. Reporter added. Event broken pieces of metal left in body, metal got into the uterus club with device breakage/getting essure removed. On 23-mar-2020: social media received: event device dislocation was updated to device expulsion. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/getting essure removed, broken pieces of metal left in body, metal got into the uterus') and device expulsion ('x ray shows migrated coils/got into my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder ("I am batteing not one but two autoimmune diseases"), dyspnoea ("I had this short breathing for a few days"), paraesthesia ("head tingles/ electro zap/brain tingling/tingling in my body"), burning sensation ("head burns"), neck pain ("neck pain"), musculoskeletal stiffness ("neck is forever stiff"), tooth disorder ("dental issues too"), rash ("rashes"), depression ("depression"), noninfective encephalitis ("I developed inflammation in my brain"), typical aura without headache ("silent migraine"), ovarian cyst ("developed a cyst in my right ovary"), feeling abnormal ("brain fog was horrible"), skin disorder ("crazy skin issues"), headache ("headaches/brain tingling"), scar ("scars"), acne ("acne on my face"), teeth brittle ("brittle teeth"), adenomyosis ("adenomyosis") and polymenorrhoea ("every two weeks") and was found to have blood urine present ("blood always in the urine"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device expulsion, autoimmune disorder, dyspnoea, burning sensation, neck pain, musculoskeletal stiffness, tooth disorder, noninfective encephalitis, typical aura without headache, ovarian cyst, feeling abnormal, skin disorder, headache, scar, acne, teeth brittle, adenomyosis, blood urine present and polymenorrhoea outcome was unknown, the paraesthesia had not resolved and the rash and depression had resolved. The reporter considered acne, adenomyosis, autoimmune disorder, blood urine present, burning sensation, depression, device breakage, device expulsion, dyspnoea, feeling abnormal, headache, musculoskeletal stiffness, neck pain, noninfective encephalitis, ovarian cyst, paraesthesia, polymenorrhoea, rash, scar, skin disorder, teeth brittle, tooth disorder and typical aura without headache to be related to essure. The reporter commented: discrepancy noted in removal date: (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.